Manufacturer narrative:
H6: upon receiving the device ventec downloaded its electronic records (system logs) for analysis. The system logs revealed that the device did trigger alarms on the date of the reported event, noting that it had logged multiple instances of patient circuit disconnect, low minute volume, high minute volume, and low inspiratory pressure. The device was then powered on and programmed with the settings that were in use on the day of the reported event. Ventec allowed the device to run for several hours, observing that its exhaled tidal volume (vte) levels were stable and accurate and ran as expected without any alarms. Ventec then induced multiple alarms, including patient circuit disconnect, and visually observed the flashing banner on the vocsn screen. The primary (speaker) and secondary (piezo) alarms were also audible and functioned as expected at the low, medium, and high volumes when triggered. The device passed functional and performance testing and conformed to the manufacturer¿s specifications. The cause of the reported issues could not be determined.

Event description:
It was reported to ventec that the device became disconnected from a patient and did not provide a patient circuit disconnect alarm. Personnel entered the room and observed that the patient breathing circuit was laying on the patient¿s arm, noted that there was no alarm, and that they could hear an air ¿whooshing¿ sound coming from the ventilator. The reporter advised that the patient had been disconnected from the patient circuit for an unknown period of time and desaturated to 90%; however, the reporter advised that 90% was the low alarm setting which is why there was no audible alarm. The reporter further advised that the device was observed to be providing inaccurate vte (exhaled tidal volume) readings, showing tidal volumes of 200s/300s, despite not being connected to the patient. The patient was placed on a different ventilator for support. There was patient involvement associated with the reported event. While it was reported that the patient allegedly desaturated, their sats did not drop below 87%, and there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.